Event description:
It was reported that there was resistance when retrieving the delivery system. The 60% stenosed target lesion was located in the mildly tortuous and mildly calcified internal carotid and common carotid arteries. A 10.0-31 carotid wallstent was selected for treatment. However, after the carotid wallstent implantation, there was resistance when retrieving the delivery system. The device was simply pulled out, but the shaft of the non-boston scientific guidewire broke during the process and was replaced after the removal. The procedure was successfully completed with this stent. There were no patient complications as a result of this event.

Event description:
It was reported that there was resistance when retrieving the delivery system. The 60% stenosed target lesion was located in the mildly tortuous and mildly calcified internal carotid and common carotid arteries. A 10.0-31 carotid wallstent was selected for treatment. However, after the carotid wallstent implantation, there was resistance when retrieving the delivery system. The device was simply pulled out, but the shaft of the non-boston scientific guidewire broke during the process and was replaced after the removal. The procedure was successfully completed with this stent. There were no patient complications as a result of this event.

Event description:
It was reported that there was resistance when retrieving the delivery system. The 60% stenosed target lesion was located in the mildly tortuous and mildly calcified internal carotid and common carotid arteries. A 10.0-31 carotid wallstent was selected for treatment. However, after the carotid wallstent implantation, there was resistance when retrieving the delivery system. The device was simply pulled out, but the shaft of the non-boston scientific guidewire broke during the process and was replaced after the removal. The procedure was successfully completed with this stent. There were no patient complications as a result of this event.

Manufacturer narrative:
Correction was filed to update h7 and h9.

Manufacturer narrative:
Correction was filed to update h6: evaluation method codes.

Event description:
It was reported that there was resistance when retrieving the delivery system. The 60% stenosed target lesion was located in the mildly tortuous and mildly calcified internal carotid and common carotid arteries. A 10.0-31 carotid wallstent was selected for treatment. However, after the carotid wallstent implantation, there was resistance when retrieving the delivery system. The device was simply pulled out, but the shaft of the non-boston scientific guidewire broke during the process and was replaced after the removal. The procedure was successfully completed with this stent. There were no patient complications as a result of this event.